Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. The im nail was replaced with a 9mm x 280mm, standard nail using two proximal screws and two distal screws. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
On (B)(6) 2015, it was reported that a sign im nail implanted to repair a fracture of the left tibia; was replaced due to a non-union.